Event description:
It was reported that the patient presented remotely. Upon review, the patient's pacemaker was found in back-up mode. The patient was brought into the clinic. Programming changes were made. Patient was stable throughout.